Event description:
It was reported that the zimmer electric dermatome was not producing enough power. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/17/2009 and was last repaired on (B)(4) 2011 for a standard repair. Evaluation of the device observed discoloration of the end cap, handpiece housing and neck, and the slider knob on the throttle lever. The device was slightly erratic during operation; however, it was within motor speed specification. Prior to repair, the device was outside of calibration at the zero thickness setting on the left side and side to side thickness setting. In post-repair, corrosion of the exterior motor casing was observed. Customer did not return a power supply for evaluation. Cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor, which damaged the interior of the motor over time. While the customer's event was not reproduced during testing, lack of preventative maintenance by the customer likely caused damage to the motor over time, which likely caused the erratic operation of the unit and could have caused the customer's reported event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization most likely allowed moisture to enter the handpiece. In addition, lack of preventative maintenance and improper handling likely caused the lack of calibration of the device. The device was serviced and returned to the customer. The motor performed within specifications and the "sluggish" complaint could not be confirmed. The cause of the device being out of calibration was most likely caused by the user not maintaining the device per improper handling and lack of preventative maintenance. The cause of the device speed being inconsistent and sluggish could not be determined as the device ran within specifications. The device was serviced and returned to the customer.